Event description:
Failed perclose on the access side. Patient had the sheath removed and the vascular surgeon closed the access point. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).